Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The electrode pads were not returned to zoll medical corporation for evaluation. No clinical data was available for review as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another mutlit-function cable and received a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.